Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported to vyaire medical that the vela ventilator alarming vent inop. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Device evaluation: a vyaire field service representative (fsr) went onsite and evaluated the ventilator. Calibrating transducers did not resolve the issue. Replaced main board and proceeded with testing. Noticed safety valve on blender would not close when unit was powered off. Unit needs a new blender assembly. Took blender from a down unit and replaced it. Performed tests, the unit passed tests and runs according to manufacturer's specifications.